Manufacturer narrative:
Literature citation: hong-tao zhang; guang-dong chen; hui-lin yang; zong-ping luo "percutaneous kyphoplasty in the treatment of osteoblastic-related spinal metastases" age: mean age is 58.3 years. Gender: 9 females and 4 males. (Cement extravasation). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature that 13 patients were evaluated for the feasibility, efficacy, and safety of percutaneous kyphoplasty for the treatment of painful osteoblastic-related spinal metastases unresponsive to conservative treatments. Another patient had spinal canal cement leakage and venous leakage. There was no patient complication reported in the literature.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.